Event description:
It was reported that during a stenting treatment procedure, the stent was elongated. The 90% stenosed target lesion was located in the proximal right coronary artery (rca). The lesion was predilated with a 20mm maverick balloon. Then a 3.0x32mm promus element was deployed at 12atm for 10 seconds. Then post dilation was performed with a 3.0x20mm maverick2 balloon at 16atm for 10 seconds and a 3.5x7mm non-bsc balloon at 16atm for 10 seconds. Angiography performed following this noted the distal portion of the promus element stent was elongated. Then a 3.5x28mm promus element and 3.5x28mm non-bsc stents were advanced to the mid segment. The procedure was completed with implanting 2 additional stents in the mid segment. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).